Event description:
A vaxcel dual PICC was placed for therapeutic purposes sometime after november 2003. On a separate occasion, a leak developed distal to the suture wing, around the 5 centimeter mark.